Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis could not confirm that the device was complete, red biological tissue was seen, device was labeled right.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture, seroma, and "silicone laden lymph nodes".

Event description:
Healthcare professional reported a right side rupture, seroma, and "silicone laden lymph nodes." The device remains implanted.